Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded one high out of range atrial impedance measurement of greater than 3,000 ohms in the quick notes screen. It was noted that all other daily lead measurements were normal. There was no noise and no inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the possibility if there were daily impedances of less than or equal to 300 ohms, this device could incorrectly average the impedances to greater than 3,000 ohms. The daily measurements were checked and noted to be 500 to 600 ohms. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.